Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding before the start of an emergent procedure, delaying user access to medication. Customer reported that patient required treatment for a compound fracture of tibia/fibula, achilles tear. Customer stated that the required medications, fentanyl, versed and succinylcholine were successfully removed after rebooting the device. Customer reported a 20-minute delay. Patient was reported as experiencing anxiety pain caused by existing condition. Patient or user harm was not reported. This event is recorded in complaint number (work order) (B)(4). A field service technician evaluated the device and determined that the device's network cable was damaged, causing disruption to the docking board and all-in-one's circuitry. The field service technician remotely assisted the customer. Customer successfully replaced the affected network cable. The field service technician tested the device and confirmed device is operational. Customer confirmed device is operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding before the start of an emergent procedure, delaying user access to medication. Customer reported that patient required treatment for a compound fracture of tibia/fibula, achilles tear. Customer stated that the required medications, fentanyl, versed and succinylcholine were successfully removed after rebooting the device. Customer reported a 20-minute delay. Patient was reported as experiencing anxiety pain caused by existing condition. Patient or user harm was not reported.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, d1, d4, d5, d9, g1, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 14-apr-2021 to 14-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system network cable connectivity led to the issue. A field service engineer assisted the customer through a dial, and the customer swapped network cable and tested everything to resolve the issue. The system functioned as intended after being assessed by the field service engineer and troubleshot by customer.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding before the start of an emergent procedure, delaying user access to medication. Customer reported that patient required treatment for a compound fracture of tibia/fibula, achilles tear. Customer stated that the required medications, fentanyl, versed and succinylcholine were successfully removed after rebooting the device. Customer reported a 20-minute delay. Patient was reported as experiencing anxiety pain caused by existing condition. Patient or user harm was not reported.